Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said the device s inoperable and hasn't been turned on in years. Patient services (ps) asked the reason it hasn't been turned on, patient said she hasn't seen a doctor in years. Ps asked if there is a suspected problem with the device and the patient said there might be a problem, it probably quit working or something. Patient was given the MRI guidelines they requested. No further complications were reported or are anticipated.